Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t-wave oversensing. No changes or intervention was reported. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t-wave oversensing. No changes or intervention was reported. There were no patient consequences.